Event description:
One low speed and one high speed treatment was performed using a diamondback 360 coronary orbital atherectomy device (oad) in a 70-80% stenosed, heavily calcified 3mm lesion in the right coronary artery. The viperwire was exchanged for a non-csi guide wire. Upon removal, it was observed the viperwire tip had been fractured. Post treatment, the physician elected to leave the component in the patient as the fracture component had migrated into a small branch that measured smaller than 1mm.the patient was stable. The procedure was completed using non-csi devices.

Manufacturer narrative:
The guide wire was received at csi for analysis. Investigation revealed the guide wire was fractured at the proximal spring tip solder bond. The fractured spring tip section was not returned for analysis. Scanning electron microscopy showed evidence of ductile torsion. It was determined that the wire fractured due to extreme and abnormal stress conditions. Analysis did not determine the event was due to device design or failure to meet specification. The root cause of the stress condition that led to the fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.